Event description:
A nurse reported that a surgeon kept getting an occlusion message during a procedure. The procedure was completed after exchanging the handpiece and system. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable info becomes available. (B)(4).